Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a normal device follow-up, this right ventricular (rv) lead exhibited intermittent pace impedance measurements of greater than 3000 ohms. After checking the impedances several times, the measurement gradually decreased to within normal limits. All other lead diagnostics were stable, no noise was observed, and no changes were noted via chest x-ray. An incomplete lead fracture was suspected. The patient would be enrolled in remote monitoring and would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a normal device follow-up, this right ventricular (rv) lead exhibited intermittent pace impedance measurements of greater than 3000 ohms. After checking the impedances several times, the measurement gradually decreased to within normal limits. All other lead diagnostics were stable, no noise was observed, and no changes were noted via chest x-ray. An incomplete lead fracture was suspected. The patient would be enrolled in remote monitoring and would continue to be monitored. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that a revision was performed due to a lead fracture and abnormal impedance measurements. The shock impedance measurements were noted to be increased. An attempt was made to explant the lead; however, it could not be removed, and the lead was fractured during the attempt. The lead was surgically abandoned and would be removed at a later date. No additional adverse patient effects were reported.